Manufacturer narrative:
Updated information: b5 (event description), d10 (mrasi0004 bipolar fenestrated grasper sn: (B)(6)), h2.6 (annex b, c, and g codes) medtronic led an evaluation of the two provided photos and the associated device data logs for the reported monopolar curved shears. Evaluation of the first provided photo showed the distal end of the monopolar curved shears and there was no visible damage to the I nstrument. The second photo showed the housing of the monopolar curved shears and the serial number matched the complaint serial number. Evaluation of the device data logs for the monopolar curved shears indicate that the logs do not contain any errors for the monopolar curved shears. The attached picture also does not show any evident failure. The monopolar curved shears was used for a total of 83 minutes with 1 use count. The monopolar curved shears was attached to arm cart assembly 3 and its status of expiry was "false" and status of last use was "true". Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy while mobilizing the uterus, the bipolar fenestrated grasper (bfg) broke and the white plastic piece of the jaws was hanging from the instrument. The bfg was carefully removed using the broken instrument protocol and replaced with a new one. After the breakage of the bfg, the monopolar curved shears also broke. It was also removed using the broken instrument procedure and replaced with a new one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic hysterectomy while mobilizing the uterus, the monopolar curved shears broke. It was also removed using the broken instrument procedure and replaced with a new one. There was no patient injury.